Event description:
It was reported that pump displayed malfunction alarm code and issue recurred even after pump reset. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to reset pump, then arranged for pump replacement under warranty, used multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode before return, to enter pump settings and reconnect continuous glucose monitor on replacement pump, and to return malfunctioning pump using prepaid shipping label.